Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case.

Event description:
Edwards received notification of a pascal procedure in mitral position where the device was observed at five-year follow-up transthoracic echocardiogram (tte) with single leaflet device attachment (slda), characterized by loss of posterior leaflet attachment to the device. No anatomical or procedural complications were reported at the index procedure, no reintervention was performed, no patient injury was reported, and the patient remained stable and completed the five-year follow-up, exiting the study. Mr (mitral regurgitation) was severe at baseline, reduced to mild post-index procedure. At the time of slda, mr was reported as severe. There is no indication of a planned reintervention at this time.